Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 11.0 cm, 46.0 cm, 77.0 cm and 130.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed offset coil winds on its embolization coil and kinks on the pusher assembly. If the device is forcefully advanced against resistance, damages such as these may occur. During functional testing, the smart coil was able to be advanced through a demonstration microcatheter with resistance due to the kinks on the pusher assembly. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of the reported resistance was unable to be determined. Further evaluation revealed additional kinks on the pusher assembly. These kinks were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using penumbra smart coils (smart coils), non-penumbra microcatheter and a non-penumbra sheath. During the procedure, the physician placed four smart coils in the target vessel using the microcatheter. While inserting another smart coil into the microcatheter, the physician experienced resistance approximately 10 centimeters from the hub. Therefore, the smart coil was re-sheathed. The physician then attempted to re-insert the same smart coil into the microcatheter; however, the same resistance issue occurred again at approximately 10 centimeters from the hub and, therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.